Event description:
It has been reported to philips that l-arm movement was not possible. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the l-arm movement was not possible. Review of the system log file showed geometry error. While checking inside of the geo module, the fse found that the circuit board contacts with geo module were dirty. The fse cleaned the circuit board. After cleaning the circuit board, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.